Event description:
The customer reported the unit has an ECG failure - unable to acquire a 12 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the unit has an ECG failure - unable to acquire a 12 lead ECG. There was no reported adverse patient impact. The philips field service engineer evaluated the device and ECG cables and found the processor pca failed. The processor pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use.